Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that patient underwent an explant procedure for an unknown reason. The device will not be returned. No further information could be obtained.